Event description:
It was reported that the catheter separated at removal after a few hours of use. A 4cm portion of the catheter was retained within the ligament. No attempt will be made to remove the retained portion. There were no pt complications.